Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the non-tortuous and severely calcified iliac artery. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During the procedure, on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed without any problem and no damage was noted. A different model was used to complete the procedure. No complications reported, and patient status was good.